Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller either malfunctioned or stopped overnight. The patient exchanged their system controller without notifying the providers. The patient did not have access to their backup system controller as they forgot it in the clinic, so they only had access to the one they were currently connected to. The site was not able to see anything in the history, so they submitted log files for review to determine what alarm the patient experienced. The patient's parameters were within normal limits and had a stable mean arterial pressure (map) of 86. They were a bit volume overloaded but appeared to be at baseline. The system controller clock was updated when the patient visited the clinic. Following review of the submitted log files, it appeared the log from the current system controller captured controller clock corrupt events, but that the ventricular assist device operated as intended. The site later provided the log files for the exchanged system controller and stated that the patient received a message to "replace backup battery", which led the patient to change to their backup system controller. The system controller noted that the backup battery was charged. Following review of the exchanged system controller log files, it appeared there were emergency backup battery (ebb) fault alarms on (B)(6) 2024 at 10:38 am through 10:40 am, which were followed by a driveline disconnect alarm at 10:57 am. The ebb faults appeared to have been due to a failed ebb load test. The system controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient performing a controller exchange in response to a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm on (B)(6) 2024 which correlated to a load test condition. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm resolved within several minutes on the same day, and the alarm did not prevent the system from operating as intended throughout the data. The patient¿s driveline was disconnected on (B)(6) 2024 at 10:59:05 to perform the reported controller exchange. The system controller (serial number (B)(6) was not returned for analysis. Available information indicates that the controller was made into the patient¿s backup controller after the exchange and that the patient did not experience any symptoms as a result of the exchange. The root cause of the observed backup battery fault alarm which prompted the patient to exchange their controller was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate backup battery fault alarms with an unknown root cause. Review of the device history record for the system controller, serial number (b)(6, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient did not experience any symptoms as a result of the system controller exchange. The exchanged system controller would not be returned as it was made the backup system controller.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.